Event description:
It was reported that the patient was implanted with two leads that apparently twisted when removed from the package. The leads were implanted, but the patient did not feel stimulation on one side. (See MFR. Rep. # 3007566237-2012-00232). The doctor decided to change the lead, however, when he opened a new lead he noticed the same problem of "electrode spin". He opened another lead and once again had the same problem. The patient was ultimately implanted with a morphine pump. It was reported that there was no patient injury. Additional information has been requested, but was not available as of the date of this report.